Event description:
Customer reported that a positive antibody screen (1+) was observed with a patient sample with no prior history of antibodies. An anti-e was subsequently identified (reaction strength 1+). While the antibody panel was incubating, customer performed two crossmatches on the provue with red cell donor units chosen at random. Compatible results were observed. When the anti-e was identified, customer antigen typed the units for the e antigen using tube method. The results were 3+ - 4+ positive with the units. Customer repeated the crossmatch testing on the bench using the same reagents that were on the provue and the results were also negative. On (B)(6) 2013, the patient had received one unit of blood. Customer stated that all qc has passed, no issues reported with the gel cards or red cells, and the provue is operating as expected.

Manufacturer narrative:
Retained testing, batch record review, and complaint by lot review were performed. Satisfactory results were observed. (B)(4).